Event description:
It was reported that the bipolar cutting loop broke in the patient bladder during transurethral resection of bladder tumor. Loop changed in order to continue with surgery, irrigation of bladder required, small metal fragment washed out of bladder. No metal fragment remained in bladder on visual inspection, e.g. Cystoscopy.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).